Event description:
The patient had reported in 2004 that their meter was reading inaccurately high. They were getting results such as 459 mg/dl and 471 mg/dl. They then invalidly compared them to the hospital meter result of 79 mg/dl, which does not reflect any serious injury. Also, the time difference between their meter and the hospital's meter results was greater than 30 minutes. They were walked through a check strip test, which passed within the range on the meter. But, when they were walked through a control solution test, it failed twice. The meter was coded correctly and the test strips were not expired. They also reported that they were feeling shaky and that they tested on their meter after experiencing the symptoms. There was no further clinical information provided.